Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was not hospitalized for the event. On an unreported date, the patient began treatment with fortum 1 gram (route, duration and frequency not reported) and reflin 1 gram (route, duration and frequency not reported) for peritonitis. At the time of this report the patient was recovering and was reported to "to be well". The action taken with dianeal therapies was not reported. No additional information is available.